Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while cardioverting a male patient (age unknown), sparks were emitted from the pads during discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.